Event description:
The customer contacted stryker to report that their device was powering off unintentionally. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and found battery pins bent and pushed in. The battery pins were replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.